Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead noted a sudden increase in shock impedance measurements. While investigating the lead, t-wave oversensing was noted. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--